Manufacturer narrative:
UDI: (B)(4). Device history record - the DHR shows no abnormalities related to the reported failure. The investigation of the returned a1059 mayfield skull clamp cannot duplicate swivel not locking up. Further investigation showed that the lock had movement and a residue buildup is present. The unit needs pm, repair, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was an issue with the mayfield skull clamp (a1059), where the swivel adaptor was not connecting to the mayfield base unit. This occurred during "bifrontal craniotomy for resection of right frontal extra-axial tumor with navigation" procedure. Adjustments were made by the fellow to correct the issue, and a delay of 5 minutes was reported. There was no patient harm.